Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to contamination inside of the monitor on component j502 and the table board on the c/a board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor was unable to power on.